Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid sprayed everywhere when the nurse spiked a bag with an unknown access set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photograph, the spike vent was observed in the open position. This indicates that the bag was punctured when the spike was inserted. The reported condition was verified. Due to the returned sample no additional testing could be performed. Therefore, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.